Manufacturer narrative:
(B)(4). Additional information received on 01 dec 2023 states the customer "cannot find exactly in which case this is happen, even if it happened during the cleaning process". No imaging was performed as " this is used in laparoscopy case, if we lost it, it will happen outside the wound and the only way the screw can go is the floor. On my actual knowledge no patient is involved". The reported complaint of loose parts - pin falling was confirmed upon the investigation of the returned sample. Evaluation of the returned device showed that the shoulder screw that holds the proximal and distal handles together was missing from the returned instrument. The instrument was returned with a non-teleflex luer flush port cap. Functional evaluation of this instrument was performed, and it was found that although the jaws were slightly loose and misaligned this instrument was able to pick-up, retain, close, and release multiple clips as required of its function despite missing of the handle pivot screw. It could not be conclusively determined what caused what caused the shoulder pivot screw to become loose and missing from the returned instrument but lack of proper maintenance at the end user's facility, as per the IFU along with the product, is suspected. The device history record for the returned instrument was reviewed and was found without any irregularities. All 24 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The report states "the endo applier is missing the screw, and they cannot say where it has gone. Could be in the patient, or on the floor. I asked if it could have occurred during cleaning, prior to surgery, unfortunately they have no certainty when this happened at the moment". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "the endo applier is missing the screw, and they cannot say where it has gone. Could be in the patient, or on the floor. I asked if it could have occurred during cleaning, prior to surgery, unfortunately they have no certainty when this happened at the moment". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.